Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email experiencing low blood glucose levels. The customer stated that the sensor reading was 190 mg/dl, but she stated that she felt as though she had low blood glucose. She tested and found that her blood glucose was 36 mg/dl. She also reported that the insulin pump alarmed weak signal. The customer stated that the continuous glucose monitor did not warn her of the low blood glucose. She was unsure whether she may have bumped the sensor or made it disconnect somehow. Her doctor advised that she remove the sensor, turn off the sensor and attempt to reconnect later.